Event description:
The customer tested his blood glucose and received a reading of 325 mg/dl using his contour meter. He retested using his wife's contour and received a reading of 127 mg/dl. The difference between the readings falls in the "c" zone for the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.